Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose levels. The customer¿s blood glucose level was 446 mg/dl. The customer reported that they treated high blood glucose level with the manual injections. The customer reported that the insulin pump had a motor error alarm. The customer reported that the insulin pump had been failing and it said motor error and told to rewind. The customer reported that the drive support cap appeared to be normal. They confirmed that the insulin pump was not exposed to magnetic field. They were able to rewind the insulin pump. They declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.